Event description:
It was reported that the drill was broken. No patient injuries reported.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device. Further investigation is not warranted at this time.

Manufacturer narrative:
One 4.5 flexible endoscopic cannulated drill bit was returned for evaluation. Visual assessment of the drill confirmed the reported complaint of breakage. The drill head has broken off at the pulse marks on the laser cut section of the shaft. Drill head was not returned for examination. Dimensional assessment of the shaft confirmed it met print specification. Without the return of the drill head a root cause cannot be determined.